Event description:
A complaint was received regarding precision glucose scan values while using the adc device. As a result, on 31aug2022, the customer experienced drowsiness and had a loss of consciousness, however, regained consciousness and was capable of self-treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00etlz60 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.